Manufacturer narrative:
Software analysis determined that logs were not available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was unclear if it was used during a procedure or not. It was reported that they could not enter the system after booting. It was clarified that not being able to enter the system meant that the system could not boot up. After the medical staff turned on the device, they could not enter the system and the cause was unable to be determined. The system was suspected of malfunction. Repeatedly plugging and unplugging the memory bar was invalid. The reported malfunction had not been resolved. It was confirmed that no patient was present and this happened outside of a procedure.